Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient reports that the contact lens tore while in the eye. The patient experienced swelling of the eye and was unable to remove the contact lens, he sought medical treatment for lens removal and was prescribed tobradex. It is unknown if the tobradex (antibiotic steroid combination) was prescribed to prevent or preclude a serious or permanent injury. Good faith efforts have been made to obtain medical information without success. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution. If additional information is received a supplemental report will be submitted.